Event description:
A surgeon reported air bubbles during shaving when performing a vitrectomy. There was no pt harm reported. Additional info has been requested, but none has been received.

Manufacturer narrative:
There was no sample returned for evaluation. There was no lot number identified. Therefore, device history record for could not be reviewed. The root cause could not be determined. (B)(4).